Manufacturer narrative:
Analysis of the pump found motor corrosion and-or wear and-or lubrication as well as stall due to shaft bearing. Result code no longer applies.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a clinical study in regard to a patient receiving fentanyl 400 mcg/ml at 360.04 mcg/day, bupivacaine 30.0 mg/ml at 27.003 mg/day, and clonidine 450.0 mcg/ml at 405.04 mcg/day via an implantable infusion pump. It was reported that during a scheduled pump refill, a 4 ml under-infusion was noted. The device diagnosis was indicated as a pump reservoir volume discrepancy. The date of infusion test was (B)(6) 2015. The outcome was unresolved with no further action planned. No action was reported to be taken. The etiology was indicated as related to the device or therapy, and not related to the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.